Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the MFR of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Ous MDR - after an implant duration of 1 day, it was reported, that the lead exhibited diaphragmatic stimulation. Lead dislodgement was detected by x-ray. There were no other adverse pt effects reported. The date of implant was not provided and all available info suggests this system remains implanted.